Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a "black appearance" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin discoloration: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips. The patient developed a "black appearance" on their lips 5 days after injection. The patient was treated with steroids and antibiotics. Symptoms resolved 10 days after onset of symptoms. The patient had also concomitantly been taking steroids.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips. The patient developed a "black appearance" on their lips 5 days after injection. The patient was treated with steroids and antibiotics. Symptoms resolved 10 days after onset of symptoms. The patient had also concomitantly been taking steroids.